Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was assessed and revealed periods of time when the heart rate dropped to the 40's. A user download was unsuccessful. Due to low battery status, further troubleshooting was not performed. The pulse generator was replaced due to normal elective replacement indicator.

Manufacturer narrative:
Na